Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found. Full lead returned and analyzed. No anomalies found; full lead returned and analyzed.

Event description:
It was reported the lv (left ventricular) lead was explanted and replaced due to dislodgment. The rv (right ventricular) lead was explanted and replaced, due to suspected fracture. Further alleged that the patient experienced inappropriate shocking. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. Full lead returned and analyzed. No anomalies found; full lead returned and analyzed.